Manufacturer narrative:
As the reported device was not returned, angiodynamics is unable to perform a device evaluation. The customer's reported complaint description of drainage catheter tip fractured/detached cannot be confirmed, no sample was returned. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. The exodus drainage catheters are a purchased device from contract manufacturer freudenberg medical. (B)(4) was sent to freudenberg medical for DHR review of supplier lot {0000155568}. The review of the device history record review for the drainage catheter assembly showed no manufacturing non-conformance related to the catheter fracture event. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint. The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use which is supplied to the end user with this device states: indications for use / intended use exodus array multipurpose drainage catheters are intended for percutaneous drainage of fluid or air in the chest, abdomen and pelvis, e.g., abscesses, cysts, pneumothoraces, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses and mediastinal collections. Exodus nuance* nephrostomy drainage catheters are intended for percutaneous drainage of fluid collections in the urinary system. Exodus believe biliary drainage catheters are intended for percutaneous drainage of the biliary tree. Warnings: · do not use catheter for gastrostomy procedures/feeding tube. Exposure to gastric juices may damage the catheter. · do not place catheter into the vascular system. · do not expose this catheter to alcohol, as it may damage the hydrophilic coating and the catheter. Potential complications/adverse events: · catheter break/fracture. Note: where long-term use is indicated, it is recommended that indwelling time not exceed 90 days. This catheter should be evaluated by the physician on or before 90 days post-placement. Note: for the exodus believe biliary drainage catheter, the distal tip of the catheter is advanced as far as the duodenum with the radiopaque marker in the biliary tree a review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
An end user reported an issue with an exodus biliary drainage catheter 8f 35cm std loop w/ radiopaque marker band. Patient has been receiving biliary catheter exchanges since (B)(6) 2019 since he is not a surgical candidate due to chronic biliary stricture and unable to undergo anesthesia for surgical alternative. The catheter had been placed in (B)(6) 2021, and when accessed on (B)(6) 2021, it was noted the catheter tip had detached inside the patient. The fractured 8fr exodus biliary drain was seen upon initial fluoroscopic exam during a routine biliary tube exchange. The tube was successfully removed after sheath and snare device used. It was replaced with alternative catheter. The patient did not experience any adverse effects, harm, or require medical intervention because of this incident.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).